Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found the instrument passed the recognition and the engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. The complaint regarding the screw thread may be damaged was confirmed by failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large needle driver instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, da vinci system became inoperable, and the ¿screw thread¿ of large needle driver (lnd) instrument was damaged due to the emergency stop, and the instrument was pulled from the universal surgical manipulator (usm) arm. The procedure was converted to laparoscopic surgery.